Event description:
It was reported that premature battery depletion was observed. An increase in capacitor charge time was also noted. No intervention was done at this time. The device remains implanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The premature depletion was caused by a high current within the rf module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.